Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue. The device was observed to have components (front/back enclosures and nurse alarm connector) with physician damage consistent with the device being dropped.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.